Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer performing as expected. A revision surgery was performed to explant and replace the device. No patient complications were reported.